Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the interrogation of a device, the programmer "froze." The programmer was turned off and rebooted. Normal function was returned. No patient complications have been reported as a result of this event.